Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are e1 event site state, e1 event site telephone, h6 medical device problem, component. Updated fields are b4, g3, g6, h2 and h11. (B)(6), an ICU registered nurse, contacted esp with questions regarding safe standby duration after placing a cardiosave cs300 console into standby while changing the helium tank. (B)(6) reported the console had been in standby for approximately three minutes and sought confirmation that this was acceptable. During the discussion, she disclosed that she initiated the helium tank change after receiving an autofill failure alarm and observing that the helium indicator displayed approximately one quarter remaining. Esp personnel explained that standby durations up to thirty minutes are acceptable, reviewed the risk of clot formation with prolonged standby, and clarified that an autofill failure alarm does not necessarily indicate low helium nor require tank replacement unless a low helium message is displayed. (B)(6) confirmed there was no blood present in the helium tubing. Esp personnel reviewed the nature of the autofill failure alarm and explained that use of the iab fill key and attempting a manual fill is the first recommended troubleshooting step. (B)(6) declined further step by step review of the tank exchange procedure, stating she felt comfortable performing it, and expressed appreciation for the support provided.